Event description:
It was reported that the patient received inappropriate shocks. The physician decided to replace the lead. During the attempted lead revision, the physician was unable to connect the lead and believes the inappropriate shocks were the result of a connector problem.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported inappropriate therapy was verified via stored egms. The device delivered hv shock therapy due to noise on the v-sense egm input. The ring setscrew of the device had septum debris in it which prevented correct insertion of the screw driver tip into the screw cavity. The device was tested in the automated test equipment system and no anomalies were detected. The device met all specifications. The cause of the noise was undetermined.